Event description:
The bench technician identified there was no audible sound on the mx40 telemetry device. The bench technician identified the no audio issue during servicing. There was no patient involved.